Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 441 mg/dl at the time of incident. The customer's blood glucose was 441 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer declined troubleshooting for the high. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer also reported past event of reservoir leaks. The insulin pump will not be returned for analysis.